Event description:
Acct. Reports that she spiked the blood bag, and when it didn't flow right away, she attached the pressure bag to the blood bag. As she pumped up the pressure bag, the blood set (including the spike) slipped out of the port of the blood bag. Blood sprayed all over and some sprayed into the reporter's mouth. Reporter states that she suffered no untoward effects due to the blood spray and no samples are available.